Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) 2356421 and CAPA 2566479 in accordance with the food and drug association (FDA) action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code c24 is not available in database to capture malfunction observed without conclusive finding and d1501 cause linked to device but unable to trace more specifically. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. (B)(6). Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6010240 was provided. Complaint was classified as a serious injury under malfunction code: adhesive patch completely detaches during use- detachment or significant wetness. A query was run in the electronic quality management system (eqms) on 23-apr-2026 against lot number 6010240 and similar malfunction code(s) no records were identified for this lot and similar related issues. A (non-conformance) nc/CAPA query search was run in the eqms system performed on 23-apr-2026 against lot/batch number 6010240. No records were found. Batch record review: sub assembly batch record with lot 4j02826 for the main batch record with lot 6010240 was reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Sample testing: no products or pictures were returned with the complaint to aid in the investigation. No product testing will be performed. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Further evaluation and actions related to the adhesive issue are being addressed under the pre-existing CAPA-2010953. CAPA determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaints and bounding covers mio advance products and the time period reviewed. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: all corrective actions related to mio advance have been implemented. Summary conclusion: based on the information available, the investigation has been completed and all applicable requirements were reviewed and found to be met. The complaint is confirmed, as the alleged malfunction is consistent with a known issue that is being addressed under the preexisting CAPA 2010953. As this complaint falls within the scope of the identified trend, no further complaint specific investigation will be conducted. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that patient experienced issues with adhesive as it fell off after proper application that led to hyperglycemia event on (B)(6) 2025 and self-treated themselves with 7 unit insulin injections.